Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the tip broke off of the device during the procedure. The tip fell into the patient and was retrieved through the trocar. They did notice an alert screen but cannot remember what it displayed. At this point in the procedure they were finished with the use of the device and went on to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. During functional testing on gen11, the instrument error screen was received and when tested on the gen04, error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade